Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose was not impacted as the customer was not using the pump for insulin therapy at the time of the issue. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.